Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment a blood loss of 190cc occurred when a cartridge was discarded prior to rinseback of the patient's blood. The details of the event leading to the blood loss were not known by the reporter. No medical intervention was required.

Manufacturer narrative:
The details regarding the event leading to the reported blood loss were not provided and the cartridge was not returned to nxstage for evaluation; therefore, the report cannot be investigated. No additional information is expected. Nxstage medical considers this report closed. No additional information will be provided.